Event description:
It was reported that a device was used during a low anterior resection. When fired, the device did not cut the tissue. Upon removal of the device, it would not release from the tissue. Surgeon removed the device by cutting the tissue. Hand suture used to repair the tissue and complete the anastomosis.